Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No occluded anomaly was observed during analysis.

Event description:
It was reported that the reservoir leaked. Customer's blood glucose reading is 111 mg/dl. The reservoir leaked inside of the reservoir compartment. Customer unsure if the leak is past the first or second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.